Event description:
My husband got second-degree burns from a portable telemetry heart rate monitor machine. He's in a vegetable state right now and is unable to move, so yes, I know it was probably the staff that should've moved it off of his body, but this still needs to be reported. Hospital shouldn't have devices that'll burn a patient at any time if they possibly could touch the person. I have no idea the brand of telemetry device, but I have a picture of my husband's arm.